Event description:
The customer reported, that the flow of the valve was too slow. It was programmed with a vpv programmer, but the valve did not work properly. They could not figure out if the siphon-guard or the valve caused the problem.

Manufacturer narrative:
Codman has received the device for evaluation. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.